Event description:
Information received by medtronic indicated that the insulin pump alarmed insulin flow block. The customer stated that they received the alarm during fill tubing. During troubleshoot for insulin flow block, the customer was advised to rewind insulin pump, insert new reservoir and load it to at least 5.0 unit and the insulin pump did not alarm, thus, the issue was resolved with changing the reservoir. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.